Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device could not be turned on normally when using batteries. There was no patient involvement at the time the reported issue was discovered. An analysis was performed by the customer only. Based on the information provided, the reported problem was confirmed, and determined to be due to a battery failure. The root cause of the battery failure could not be determined. The issue was resolved by replacing the battery and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Reporting institution name: (B)(6).